Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch is for the mobile system. Reference medwatch with patient identifier (B)(6) for the aviva system.

Event description:
Reporter stated that customer received the following results on 2 different meters within 1 minute: 142 mg/dl (mobile system) and 69 mg/dl (aviva system). The customer had hypoglycemic symptoms of trembling and sweating at the time of the results. No treatment reported. No actions taken based on device results. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.